Manufacturer narrative:
The device was serviced and calibrated. The device performs to spec and intended use.

Event description:
Pt was receiving an electrotherapy treatment when they complained of an un-intended output. The clinician did not report any treatment details or pt injuries with this incident.